Event description:
It was reported that the patient was unable to use his inflatable penile prosthesis (ipp) due to it was not operating as intended. The specific anomaly is unknown. All components were removed and replaced. No patient complications were reported in relation to this event. The patient is recovering.